Event description:
It was reported that during a procedure of the obtuse marginal branch of the circumflex artery, post stent deployment the 4.0 mm x 12 mm nc trek balloon catheter was to be used for post-dilatation and during advancement of the device through the rotating hemostasis valve, without any force or resistance noted the hypotube shaft separated. The device was removed from the anatomy without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. A second 4.0 mm x 12 mm nc trek was used in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: a review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. An analysis of the returned device confirmed the reported device issue. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.